Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels had gone severely low, and paramedics were called to respond. The customer's blood glucose level at the time of response was 9mg/dl. The customer's most current level was 47mg/dl. The customer states they have been treating with food. The customer does not know what caused the lows. Troubleshoot was conducted. The pump was found to have passed the displacement the test. The customer was advised that the pump would be replaced and returned for analysis, in order to air on the side of caution. The customer was advised to contact their healthcare provider regarding unexplained low levels.